Event description:
The technician alleged that the brakes will not hold on the head end of the stretcher. No patient impact.

Manufacturer narrative:
The technician replaced the head brake linkage to resolve the issue.